Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years and ten months post implant of this pulmonary bioprosthetic valve, a pulmonary transcatheter bioprosthetic valve (tpbv) was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the bioprosthetic valve was replaced due to moderate calcification. No additional adverse patient effects were reported.  Patient weight added. If information is provided in the future, a supplemental report will be issued.